Manufacturer narrative:
Evaluation results: (deformation problem).

Event description:
Evaluation summary: the protective sheath and stylette were returned partially inserted into the device and could not be removed. This was most likely due to the hardened contrast residue that was visible on the stylette. The hypotube was kinked approx. 5.5cm distal to the end of the strain relief. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. Multiple struts from the 1st, 2nd, 3rd, 11th, 12th and 13th proximal stent segments were deformed.

Event description:
Physician was attempting to deliver one resolute integrity drug-eluting to a calcified lesion in the lcx but was unsuccessful. The stent was being removed to preform new dilatation but the stent strut was noted to be deformed. The stent was replaced, which passed through the lesion with no difficulties. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent, stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology calcified lesion in the lcx). (No results available since no evaluation performed) - device or procedural images not provided for review. None (device not returned for evaluation). Evaluation conclusions: inherent risk of procedure (failure to deliver the stent, stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology calcified lesion in the lcx). Unable to confirm (device not returned for evaluation). (B)(4). No information is available on date of event.